Event description:
Edwards received information that both the aortic and mitral pericardial valves, implanted for approximately three (3) years and two (2) months, were explanted due to stenosis secondary to calcification. Both devices were returned for evaluation. Under echo, it was observed only one of three leaflets of both the mitral valve and the aortic valve were barely moving. At explant, all three leaflets of both valves seemed hardened. It was noted this patient had been on a chronic dialysis regimen for an unknown period of time.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of all three leaflets. Leaflet 2 had a tear in the cusp area, tear was approx 11mm in length. Calcification was observed near the region of the tear. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal to moderate at the stent outflow. Thickened and swollen tissue was observed on all three leaflets at commissures 1 and 3. As received, all three leaflets were dehydrated. Leaflets appeared shrunken, stiff and translucent-like in appearance. The x-ray demonstrated calcification, commissure 2 wireform distorted. Approx two-thirds of sewing ring was also cut and not returned with the device. Approx 50% of the wire band was exposed on the inflow aspect. These damages are most likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer report of stenosis was confirmed due to calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. In this case, the patient's history of long-term dialysis may have been a contributing factor towards early calcification of this device. See also report for s/n (B)(4) (aortic valve).